Event description:
I was being seen at advanced gastroenterology of (B)(6) for evaluation of my acid reflux. As part of the diagnostic process, the bravo ph monitoring capsule was being placed in my esophagus. The capsule initially latched onto the esophageal wall as expected. However, when the physician began removing the cable from my throat, the capsule was inadvertently pulled off. As it detached, it tore tissue in my esophagus and caused bleeding. This complication required immediate attention and follow-up care to manage the injury and ensure there were no further issues. The procedure was not completed as planned, and I experienced pain and distress due to the unexpected bleeding and tissue damage.